Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during procedure. Refer to manufacturer report # 3005099803-2018-60900. It was reported to boston scientific corporation that a contour vl stent was to be used in a procedure, on (B)(6) 2018. According to the complainant, during preparation, when the product was removed out from its packaging, the stent was noticed to be broken. Another contour vl stent was unpacked, and it was also noticed to be broken. The procedure was completed using another contour vl stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during procedure. Refer to manufacturer report # 3005099803-2018-60900. It was reported to boston scientific corporation that a contour vl stent was to be used in a procedure, on (B)(6) 2018. According to the complainant, during preparation, when the product was removed out from its packaging, the stent was noticed to be broken. Another contour vl stent was unpacked, and it was also noticed to be broken. The procedure was completed using another contour vl stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block h10: investigation analysis. A contour stent was returned for analysis. A visual evaluation of the returned device revealed that the device has no evidence of damage. The stent was noted to be in good condition. No other issue was noted. Based on product analysis, and all compiled information, the most probable cause of this event is no problem detected since the complaint included a returned device review (visual, physical) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Block h11: block h6 (device code) has been corrected based on the investigation results.